Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing hypertension and abdominal pain. The right atrial (ra) lead exhibited chronically high thresholds. The ra lead remains in use. No further patient complications have been reported as a result of this event.